Event description:
It was reported that the physician was treating a highly diseased rca with an advance catheter and a terumo runthrough wire. It was reported that when they attempted to use the export advance it didn¿t seem to be aspirating. No serious injury reported.

Event description:
Device evaluation: received for evaluation was one 6f export catheter without original packaging. The catheter exhibited the strain relief lifted. A dent to the shaft 1cm from the lifted strain relief was noted. The catheter was received with the stylet engaged to the hub. Physical measurements show the device meets specification. A syringe was attached to the catheter hub: the catheter was flushed with water without issues; also water was aspirated resulting in a steady flow of water into the syringe thru the lumen of the export advance catheter completed without issues. No obstruction was detected; the dent noted on the shaft of the catheter appeared not to be an issue during the aspiration.

Manufacturer narrative:
Evaluation, results: (investigation in progress).conclusion: conclusion not yet available - evaluation in progress. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: cause of aspiration difficulties unknown, returned complaint device aspirated with no issues.